Manufacturer narrative:
Date of event:unknown. Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 23-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui and endurant ii stent graft limb were implanted in a patient for an unknown endovascular treatment. It was reported by the patient's wife, via technical services, that the patient died following the procedure. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Outcomes to adverse events and date of event: updated. It was reported that the cause of death was not device related and that the patients lab work indicated elevated cardiac enzymes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.